Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer does not wear the pump in a case and a temperature change had occurred to the pump prior to the occlusion alarm declaring. The customer declined troubleshooting and insulin delivery was resumed. Blood glucose was 200 mg/dl.